Event description:
(B)(6) study. It was reported that residual leak occurred. A 33mm watchman laa closure device was implanted. At the six month follow up, there was residual blood flow around the closure device greater than 5mm.